Event description:
A complaint was received indicating that a customer reported erroneous patient clotting time results (inr; international normalized ratio) using hemosil readiplastin, part number 0020301400, lot number n0806224, on the acl top 550 cts. Per the customer, one patient with an erroneously high inr result had their treatment adjusted with the administration of oral vitamin k. To date, there is no reported adverse event from the change in management.

Manufacturer narrative:
As part of the investigation, a review of the acl top 550 cts back up was performed. In reviewing the customer's quality control (qc) records, there were multiple instances of qc out of range and qc results were trending upwards. Using a different vial of reagent, they obtained passing qc results at the upper end of acceptance. Patient samples in question were tested and the results released. A report on the qc results was internally reviewed by the laboratory supervisor the next day and the patient sample issue identified and the complaint filed. Note: the reagent lot in use at the customer site (lot number n0806224 of hemosil readiplastin, part number 0020301400) has received multiple customer complaints and therefore, we are taking the actions listed below. Remedial action/corrective action/preventive action/field safety corrective action: we are expanding the current FDA recall under z-0276-2022 (class ii) to also remove lot n0806224 of hemosil readiplastin, part number 0020301400, from the field. Following is an update: on (B)(6) 2022, a stop ship was issued on lot number n0806224 of hemosil readiplastin, part number 0020301400. On (B)(6) 2022, a notification was initiated to the field advising of the removal of lot number n0806224 of hemosil readiplastin, part number 0020301400, from the field. The removal of the additional lot of hemosil readiplastin will be reported into dr. (B)(6), recall coordinator, under z-0276-2022.

Manufacturer narrative:
As part of the investigation, a review of the acl top 550 cts back up was performed. In reviewing the customer's quality control (qc) records, there were multiple instances of qc out of range and qc results were trending upwards. Using a different vial of reagent, they obtained passing qc results at the upper end of acceptance. Patient samples in question were tested and the results released. A report on the qc results was internally reviewed by the laboratory supervisor the next day and the patient sample issue identified and the complaint filed. Note: the reagent lot in use at the customer site (lot number n0806224 of hemosil readiplastin, part number 0020301400) has received multiple customer complaints and therefore, we are taking the actions listed below. Remedial action/corrective action/preventive action/field safety corrective action: we are expanding the current FDA recall under z-0276-2022 (class ii) to also remove lot n0806224 of hemosil readiplastin, part number 0020301400, from the field. Following is an update: on (B)(6) 2022, a stop ship was issued on lot number n0806224 of hemosil readiplastin, part number 0020301400. On (B)(6) 2022, a notification was initiated to the field advising of the removal of lot number n0806224 of hemosil readiplastin, part number 0020301400, from the field. The removal of the additional lot of hemosil readiplastin will be reported into dr. (B)(6), recall coordinator, under z-0276-2022.

Event description:
A complaint was received indicating that a customer reported erroneous patient clotting time results (inr; international normalized ratio) using hemosil readiplastin, part number 0020301400, lot number n0806224, on the acl top 550 cts. Per the customer, one patient with an erroneously high inr result had their treatment adjusted with the administration of oral vitamin k. To date, there is no reported adverse event from the change in management.